Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file was unremarkable. No atypical events were captured across data captured between 22apr2019-(B)(6) 2019. The system operated above the low speed limit was intended for the duration of the log file. The account did not specify the type of alarms observed. Further information was requested but not provided. The patient remains ongoing on vad support with no further related issues reported. The hm3 IFU outlines all alarms and how to troubleshoot them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 months 13 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had 6 lvad alarms. Patient is asymptomatic. There were no unusual events seen within the log files. Additional information was requested but not provided.